Event description:
Pt reported an alleged "kink" in the lap-band tubing which was not treated. The kink was allegedly discovered because at the time of the pt's first fill, the doctor had difficulty adding and removing saline from the band. Later, the pt was experiencing these alleged "issues" again with the band and complained of pain. Diagnostic testing showed that the tubing allegedly "broke" and the pt had surgery. Pt did not specify what portion of the band was removed and replaced. Further f/u from the physician notes that the physician stated that radiography showed a "fracture at the connector" from the port to the tubing. The port was removed and replaced. The medical staff discarded the device and it will not be returned to allergan for product analysis.

Manufacturer narrative:
(B)(4). The product associated with this report will not be returned for analysis. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. Allergan has not received the product. Therefore, no analysis or testing has been done. Further info from the reporter regarding the serial number of the device has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the reported event of pain as follows: "other adverse events considered related to the lap-band system that occurred in fewer than 1% of subject included: ...abdominal pain, chest pain, incision pain, and...port site pain." Device labeling addresses the reported event of difficulty adding/removing saline as follows: "it is important to remove any add'l saline via the access port so no air will enter the lap-band system, compromising later adjustments. Caution: failure to create a stable, smooth path for the access port tubing without sharp turns or bends, can result in tubing breaks and leakages."